Event description:
The manufacturer received info alleging a ventilator would not power on. The device was not in pt use. The device has yet to be returned to the manufacturer for eval. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.